Manufacturer narrative:
Vessel dissection is a known and anticipated complication with these types of procedures are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
During treatment for a stroke, the patient experienced an intracranial hemorrhage (ich). During the treatment procedure with the penumbra system, the left mca was dissected. A non-contrast CT the following morning showed a large degree of intraparenchymal hemorrhage within the left frontal parietal lobe, with extensive subarachnoid hemorrhage noted over the hemispheres bilaterally, within the interhemispheric fissure and filling the basilar cisterns and forth ventricle. Blood layers within the occipital horns bilaterally, and there is significant mass effect with effacement of the left lateral ventricle and approximately 1 cm left-to-right midline shift. The physician rated this serious adverse event as definitely related to the study device. The (B)(6) was 13 at admission and was 31 post-procedure, and became comatose. Three days later, the patient expired, the ultimate cause of death was noted as "brain death". This MDR is associated with MDR 3005168196-2010-00096 which pertains to penumbra system reperfusion catheter.